Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Per customer, the patient stated that the catheter broke/ ripped apart while in use. Each catheter broke in a similar area (not far from the insertion point). This all happened within the same month resulting in the patient needing a catheter insertion 3 times within a 3-week period. The patient needed to seek medical assistance to retrieve the 2nd broken catheter. Several attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Manufacturer narrative:
The lot number provided by the customer is not a valid lot number. It is believed by the manufacturing site after reviewing the lot tracking system, that the lot number should be 3137k12qx, and not 313k12qk. The device history record (DHR) review for lot 3137k12qx showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. No sample was available for evaluation. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause or implement any corrective action. If a sample is received later, this complaint will be reopened, and the investigation updated to reflect our findings. This complaint will be used for tracking and trending purposes.